Event description:
Customer reports back to back testing to a professional meter while using the advantage system with results of 313 mg/dl on the customer's meter and 107 mg/dl on the professional meter. No quality controls were run. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.